Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with diagnostics testing at an office visit. Vns replacement surgery was planned for (B)(6) 2011, but surgery has not been confirmed. Attempts for further info are in progress.